Event description:
General report received of an unspecified number of undocumented incidents of tubing separations; subsequently, leaks of taxol were noted. After unspecified lengths of time in use, the tubings separated from the filters. The taxol was cleaned up according to the facility's protocol. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient's effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded.